Event description:
Boston scientific received information that this pacemaker would not respond to magnet application. The physician did not have access to a programmer and requested to have a sales representative come to clinic to interrogate the device. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.